Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump was unable to prime during the testing, due to protruded/loose drive support disk. No compromised force sensor system alarm was noted. Motor error alarm occurred during basic occlusion test, due to protruded/loose drive support disk. (B)(4).

Event description:
The customer called and reported the insulin pump was squirting out insulin during the manual prime process. The insulin pump had reportedly hit the side of the bed, but not very hard. The drive support cap was protruded. Customer stated he did press the cap while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.